Event description:
It was reported that the bd alaris smartsite pump infusion set had foreign matter. The following information was provided by the initial reporter: product # - 2477-0007. Lot # - unknown. Description - black spot on tip of spike. No patient harm ¿ this was noticed before being placed on a patient and not used.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.